Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was experiencing difficulty speaking during stimulation. Frequency and current of device were reduced. The patient improved temporarily. Device was disabled and patient still had difficulty speaking. Patient was referred to ent for consult of left vocal cord for paresis. No other relevant information has been received to date.

Event description:
Further information received states that event was believed to be due to vns stimulation but as the symptoms continue after shutting down the stimulator it is believed to be due to other reasons. Physician states that no paresis is noticed by otorhinolaryngologist. Physician reports that they do not know if it psychological, they will try enabling device and put the child to a speech therapist. No other relevant information has been received to date.